Event description:
It was observed that during the device evaluation, the subject device exhibited air/water-cylinder (tube) and air/water tube had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report was sent in error as the foreign material found in the air/water-cylinder (tube) and air/water during the investigation would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from customer.